Manufacturer narrative:
Terumo has received the actual device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that after autoclaving, prior to surgery, the sleeve pins from the hercules 360 arm "dropped off" the device. No pt involvement.